Event description:
It was reported that a device was used during a laparoscopic tubal pregnancy procedure. It was reported the device perforated the colon, requiring open surgical repair of transverse colon.